Manufacturer narrative:
Initial reporter: email- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: observed opening striated on posterior side assessed as surgical damage. Additional, changed, and/or corrected data: b5, d9, h3, h6 reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional updated event to capsular contracture, baker grade IV.